Event description:
The ge oec 9800 fluoroscopy system displayed stator not on error code. The system would be non-functional.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a pin pushed in on the thermal cutout switch connector that was repaired to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.